Event description:
It was reported that during a surgical procedure conducted at the user facility the awl was inaccurate up to 3 mm. The surgery was completed successfully with the use of navigation without any delays, impact to the patient, medical intervention, or adverse consequences.

Manufacturer narrative:
The reported event that the tip of the instrument appeared to be bent was confirmed through the visual inspection. During the device evaluation, we were unable to determine what caused the bent tip. The most likely cause of the reported event is handling.

Event description:
It was reported that during a surgical procedure conducted at the user facility, the awl was inaccurate up to 3 mm. The surgery was completed successfully with the use of navigation without any delays, impact to the patient, medical intervention, or adverse consequences.